Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) on (B)(6) 2016. On (B)(6) 2016, the day the first discordant result was obtained, the customer replaced and aligned reagent probe 1 (r1), cleaned the windows of the instrument and aligned the lamp. The customer ran system checks, resulting in one reagent management system failure, which passed when the system check was repeated. On the day of the call, the customer found the silver nut touching the gold housing on r1 and reagent probe 2 (r2). The customer centered r1 and r2. The customer further found that the sample tubing was not centered under the sample arm. The customer centered the sample tubing. The customer checked ultrasonics in diagnostic mode for sample probe, r1 and r2, which passed. The customer then ran precision testing on ten patient samples, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced ultrasonics and performed a system check, which passed. The cse ran five patient samples in two sets and obtained results within acceptable range. The cause of the discordant, falsely low crea results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine (crea) results were obtained on five patient samples on a dimension exl with lm instrument. The discordant results obtained on the first two patient samples were reported to the physician(s), who questioned them. The discordant results obtained on the other three patient samples were not reported to the physician(s). All five patient samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low crea results.